Event description:
A healthcare professional (hcp) reported the patient was in the hospital. The hcp stated the patient was in the hospital at the time of the report on (B)(6) for some intensive evaluation. The hcp also mentioned something about the patient possibly having cancer. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.